Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Deflation: no observed openings on the device. Crease/folding of implant: crease fold observed on the device. Other technical: no observed particles in the valve. Additional observations: wear abrasion observed on the device. White calcification observed outside the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a left side deflation and capsular contracture, baker grade IV. Healthcare professional later reported left side "any creases associated with hole", "hole, non-specific", and "particles in valve". Device has been explanted and replaced.

Event description:
Healthcare professional later reported left side "any creases associated with hole", "hole, non-specific", and "particles in valve". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, deflation.

Event description:
Healthcare professional reported a left side deflation and capsular contracture, baker grade IV. Device remains implanted.